Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an over the wire biliary drainage catheter replacement procedure the dilator broke off within the drainage catheter. The physician was unsuccessful in removing the detached dilator from the catheter. A new drainage catheter was successfully placed within this patient.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.